Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: when the pump powered on a blue line across the display screen was observed. Evaluation revealed a failed display flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there were blue lines across the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.